Event description:
The pt reported that guards from both aids fell off into ears. The hearing aid specialist was able to remove them. There was no sign of further injury, no redness, swelling or irritation.